Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed to open. A field service engineer (fse) adjusted the latch position, which was interfering with the travel of the inseparable unit. The fse verified proper operation through diagnostics and confirmed successful functionality within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the pyxis drawer won't open. The customer stated that the malfunction occurred while dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.